Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis of the pump found c300. There were pump motor gear train anomalies of corrosion/wear/lubrication and stall due to shaft bearing.

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
It was reported that there was a pump problem related to a critical alarm heard (B)(6) 2015. A stall was recorded in the event logs (B)(6) 2015 at 0814, during which time the patient was home doing normal activities per the reporter. The motor stall caused the patient to become ¿extremely rigid and spastic.¿ the manufacturer¿s representative stated that normally the patient could walk, and on that day she was in a wheel chair or ¿straight as a board on the hospital bed, crying from the pain that the increased spasticity caused her.¿ the patient¿s nurse tried updating the pump thinking it would cause the pump stall to recover. The patient received supplemental oral baclofen (30mg 3 hours apart (x2), 60mg at 7:00 am (B)(6) 2015. The patient had pump refills on (B)(6) 2015; the reporter noted that the last refill was done at a different facility. No volume discrepancy was reported. In (B)(6) 2015 there had been a stall due to MRI at 1519 that recovered at 1604. The pump was explanted and replaced on (B)(6) 2015. The reporter stated that the patient stayed overnight in the hospital for observation because they gave her a lot of oral medication (120mg of oral medication in 18 hours) and several boluses were attempted though the caller stated that they were unable to determine from the logs wh ether the boluses had been delivered because they ¿did so many changes that the logs will not go back that far.¿ the manufacturer¿s representative stated that there were no issues with the boluses or oral baclofen; it was assumed that she never received any of the boluses due to the motor stall. The patient ¿picked up and did better.¿ the manufacturer¿s representative she saw the patient (B)(6) 2015, and she was walking normally, smiling, and in very good condition. The pump was used to infuse baclofen (compounded). Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.